Event description:
A maestro drill was sent for evaluation because the hose was leaving residue on the gloves and towels during a procedure. The procedure was completed with the same device; no adverse event was associated with the device.

Manufacturer narrative:
The motor hose assembly and the collar were upgraded.